Manufacturer narrative:
H3: one device was received for evaluation. No prior service history. Review of the event history log found air in line alarms. The reported problem was confirmed through performance verification testing (pvt). Further investigation found a delaminating downstream occlusion (dso) seal. The dso seal and air detector sensor were replaced to solve the issue. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got pump error air in line when no air is present. There was unknown patient involvement. No patient harm/adverse event was reported.